Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. A subsequent revision was performed (B)(6) 2012 due to loosening. The cup and head were removed and replaced with head and regenerex cup.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2010. A subsequent revision was performed (B)(6) 2012 due to acetabular cup loosening and fluid consistent with an adverse reaction to metal debris. The acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
Evaluation of the explanted device found the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00076, 03794 / 03795).